Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the unit was returned for preventative maintenance where it was found that the motor speed was low, the needle bearing was worn, the ball bearing was damaged, and the swivel was loose. The motor, sleeve, needle bearing, ball bearing and swivel were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance they found a worn needle bearing need to be replaced; defective ball bearing need tp be replaced; loose swivel need to be replaced defective motor need to be replaced. Investigation found the motor speed was low. No adverse event was reported as a result of this malfunction.